Manufacturer narrative:
On october 11, 2023, the mentor analysis lab received the suspect medical device for evaluation. On october 12, 2023, mentor completed an evaluation on the returned device. Mentor conducted visual inspection of the device. Visual analysis of the returned sample determined that two (2) tears (tear a and b) was found on the anterior aspect of the breast implant, measuring approximately 2.3 cm and 0.2 cm, respectively. Microscopic examination was performed on the edges of the tears, and parallel striations were found in the whole area of the tears. Parallel striations are consistent with markings made by a sharp object perforating the implant shell. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsule, and effusion to pathology for examination. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date.  It is unknown at this time if the device will be made available for return.  As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made.  As such, the investigation will be closed.  If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803.  This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date.  This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report.  If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Reason for device explant and/or reoperation: the patient has not undergone explantation or reoperation at this time. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient underwent a breast surgery with implantation of a 550cc mentor smooth round moderate plus profile saline breast implant prosthesis. Post-operatively, the patient reported she experienced baker grade IV capsular contracture of the right breast. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. The date of event was not provided to mentor. Follow-ups are being conducted. If more information becomes available, mentor will submit a supplemental report accordingly.

Manufacturer narrative:
On june 14, 2023, mentor was received additional information. The patient was diagnosed with capsular contracture during a pre-operative visit at an approximate time. The date of event was updated to january 01, 2022. As a result, the patient was scheduled for removal on (B)(6) 2023. A date of birth was provided and the appropriate field has been populated. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made.  As such, the investigation will be closed.  If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Reason for device explant and/or reoperation: capsular contracture date of explantation: (B)(6) 2023. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On august 22, 2023, mentor received the following additional information. The patient underwent a primary breast augmentation surgery to implant the complaint device. Patient age at the time of event: 27 years old, race: white, ethnicity: not hispanic/latino, date of event: april 29, 2022. An updated date of birth was provided, and the appropriate field has been populated. The patient underwent unilateral removal and replacement with a right-sided 550cc mentor smooth round moderate plus profile saline breast implant. On september 07, 2023, mentor became aware of an updated explantation date. The patient underwent removal and replacement on (B)(6) 2023. Manufacturer¿s reference number: (B)(4).